Event description:
It was reported by the patient that when the start button is pushed no lights come on the remote monitor and it will not start. The switches were reset but this did not resolve the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.